Manufacturer narrative:
The pipeline device was returned for evaluation and found fully opened with no damage. No other anomalies were observed. Based on the analysis findings, the clinical observation could not be confirmed. In addition, information regarding the patient's anatomy or the landing zone artery size was not provided. Therefore, we are unable to definitely determine the cause of this event.

Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. In this event the pipeline was removed and was reused with a new microcatheter. Per the IFU: ¿do not reprocess or resterilize. Reprocessing and resterilization increase the risk of patient infection and compromised device per formance.¿

Event description:
Medtronic received information that during embolization of an aneurysm located in the in left internal carotid artery (ica) between segments c5 and c6, the device did not open distally. Several maneuvers such as unsheathing, sheathing, stimulating with the tip of the microcatheter, were done; however the distal part of device did not open, and remained constrained. The complete system was withdrawn and the aneurysm was treated with stent-assisted coiling. It was noted that because the physician initially lost position of the microcatheter the device had been removed and transferred into a new microcatheter prior to the event. No patient injury was reported.